Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was inspected. All leaflets were found to be slightly stiff but flexible, except where host tissue extended on the inflow and outflow. A tear was observed in the right cusp along the left right commissure, which appeared to be due to restricted leaflet movement, associated with host tissue overgrowth. There was no evidence of visible mineralization that may have contributed to the tear. Tears on the tunica of the right cusp along the inflow margin of attachment appeared to be due to the removal of host tissue during explant. The right non-coronary and non-coronary left commissure appeared to be intact. A tear was noted in the left right commissure. Glistening off-white pannus remained attached to the existing sewing ring on the inflow extending over the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, along the inflow margin of attachment and 1 to 5 mm onto all cusp, showing a reduced inflow orifice area. Remnants of pannus remained attached to the top of the right non-coronary and non-coronary left stent posts extending along the outflow rail adjacent to the non-coronary cusp, to the outflow margin of attachment, adhering to a striation in the non-coronary cusp. This ex tended from the commissure attachment, resulting with the possibility of restricting leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed trace mineralization in the left cusp along the outflow margin of attachment. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. This investigation is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the device was histopathologically analyzed. The histopathological evaluation confirmed there was degeneration of the leaflets with host tissue (pannus) at the base of the leaflets and extending on the inflow surfaces of all of the leaflets. There was also pannus on the outflow surface of right coronary (rc) and left coronary (lc) leaflets histologically. A tear in the lc leaflet appeared acute with erythrocytes at the site but no inflammation or organized fibrin. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and product analysis, pannus overgrowth was confirmed and it caused the leaflet tear. The tear observed on the right cusp along the left right commissure could be due to restricted leaflet movement associated with host tissue overgrowth. Pannus overgrowth is a known inherent risk of surgical valve replacement. The reported paravalvular leak (pvl) was most likely was due to under sizing as reported.

Manufacturer narrative:
The product serial number has not been obtained; without the serial number, the device manufacturing date and expiration date cannot be obtained. (B)(4).

Event description:
Medtronic received information that following an unknown duration post implant of this mitral bioprosthetic valve, the valve had significant pannus growth on the left coronary cusp as measured by echocardiogram. The physician also noted paravalvular leakage due to the valve being sized too small as well as a small hole on the valve. The valve was explanted and replaced. No adverse patient effects were reported.